Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of ventricular fibrillation (vf) were observed. It was suspected that the vf episodes were cause by oversensing of noise, but it could not be confirmed. The device was explanted and replaced due to normal battery depletion to resolve the event. The patient was stable and there were no adverse consequences.